Manufacturer narrative:
Corrected data. D1 and d4 (catalog number) updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
Failure to advance: the cause of the delivery issue was related to patient condition per details of high calcification additional information has been provided in h6 (component code and type of investigation).

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right axillary artery in a 74-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c, with a history of known coronary artery disease. Escalation from cp to impella 5.5 was attempted; however, the insertion was abandoned due to extensive calcification of the axillary artery. As part of the preliminary assessment, measurements were obtained using contrast-enhanced CT and direct echocardiography after exposing the vessel, but the internal vascular structure could not be anticipated in advance. For safety reasons, the 5.5 insertion was discontinued, and the impella cp was introduced instead. The reported events are failure to advance, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.